Manufacturer narrative:
The customer contact indicated that the devices were discarded. A representative device from the same lot was received on (B)(4) 2014. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of disconnections. On unspecified dates, the tubing sets were to be used for intermittent delivery of unspecified medications. The customer contact reported that 10 ml syringes filled with solution were connected to the removable clave port on the winged female adapter of the tubing sets for priming. After the tubing sets were primed, the secure lok male adapter of the tubing sets was connected to patient's IV access site. The customer contact reported that the 10 ml syringes remained connected to the removable clave ports of the tubing sets. It was reported that the patient's IV access sites were flushed and the syringes were disconnected from the removable clave ports on the winged female adapters of the tubing sets. At this time, the removable clave ports disconnected from the winged female adapters and approximately 5-10 ml blood loss was reported. The customer contact reported that the tubing was clamped using the slide clamp on the tubing sets. It was reported that the removable clave ports were reconnected to the winged female adapters of the tubing sets and the therapies were resumed. There were no reported adverse patient effects and no reported delays of therapies critical to these patients. No medical interventions were reported. No additional information was provided.